Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber return for investigation and the visual inspection states the fiber was received in one piece and the fiber body has no defects. The microscope inspection found that the fiber tip looks good and there was no light exiting the connector face indicating a connector fracture. It is probable that the internal connector fracture occurred during procedural handling of the fiber during setup or use. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Also, the device displayed error code 67 indicating expired. Treatments used: 1 treatments left: 0. Additionally, the interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure there was an unspecified product experience. The procedure was completed using another of the same device. There was no patient complication. After that, the fiber was returned for analysis and the investigation determined that the observed condition of no light exiting the connector can be a result of an internal connector fracture.